Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device's pacer output was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. Visual inspection found damage to the flex cable, but it is underdetermined what caused the damage. The flex cable was replaced as a precaution. The device was rectified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.